Event description:
It was reported that, during a navio-assisted tka surgery, intibial free collection screen, tibia intermittently created mesh ( yellow solid surface) and when data collection was stopped, mesh disappeared. After multiple attempts to add more points, mesh still did not appear. Case proceeded, but tibial implant planning was difficult. Tibial model on burring screen highly distorted. Tibial resection appeared to be in correct location as per plan. Tibial cutting block navigated into position and resection completed with manual instrumentation.

Manufacturer narrative:
H10 h3, h6: the navio surgical system was used in treatment and case log files and screenshots were returned for evaluation. DHR review found that the software version (navio 5.2) has been validated. A complaint history review found no similar reports, as the 1 complaint in the review is this complaint, and this issue will continue to be monitored. The navio surgical system: surgical technique for total knee arthroplasty was reviewed and it has information regarding the formation of bright yellow mesh during free collection stage and troubleshooting tips. Additionally, product labeling has been ruled out as a cause of the complaint. This failure is captured in the navio risk profile. The navio surgical system logs were returned for evaluation and an initial visual inspection confirmed the reported problem. The screenshots showed that the initial points collected were taken off the bone surface. This is a known issue that will cause incomplete and/or improper mesh formation that is readily seen by the user. If the first femur or tibia free collection point is collected far away from the bone, some free collection points are marked as invalid (semi-transparent green) even though they are collected correctly. Additionally, the interpolation mesh appears spotty and misshaped. This behavior is most easily repeatable when collecting the first femur free collection point inferior to the collected femur landmarks (e.g. On the tibia shaft) or collecting the first tibia point superior to the collected tibia landmarks (e.g. Femur shaft). This issue has been resolved in navio 6.1 and future software versions for tka. The root cause of this issue was determined to be software failure.